Event description:
It was reported that the user experienced an overnight episode of hyperglycemia while using the ilet, with cgm readings showing ¿high¿ over 400 mg/dl for several hours and persistent alerts, after the user removed and rewound the cartridge, then reinserted, primed, and reconnected; numbers initially improved but later remained out of range, and the user administered a manual injection consistent with disconnection protocol. Symptoms included hyperglycemia without associated dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device or component malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.